Event description:
It was reported that during device change out for normal eol externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead was capped and replaced. Patient condition is good.